Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that infusion pumps infused over allocated time. For example, if a drug was programmed to infuse for one hour it takes 1 hour and 20 minutes or 1 hour and 45 minutes. No additional information was provided.